Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00414. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from sales office, reporting that the v60 ventilator displayed a "proximal pressure sensor auto-zero failed" error code while testing was performed. There was no patient involvement when the issue occurred. No patient or user harm reported. The service engineer (se) reported that the issue was not duplicated when a test run performed; however, since the occurrence (check vent: proximal pressure sensor auto-zero failed" (diagnostic code 110b)) was confirmed in the event log, solenoid valves 3 and 4 were replaced.

Manufacturer narrative:
The suspected solenoid valves were returned to philips for failure investigation. The technician documented the following conclusion/root cause, "product investigation lab (pil) tech performed the testing and verified and confirmed that no alarms or fault related diagnostic codes were generated during the standard test bed (stb) operation with suspect solenoids installed into gas delivery system (gds). Pil could conclude that no problem/fault found related to returned suspect solenoids.".